Manufacturer narrative:
Explanted components have been discarded; therefore, cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source, it was confirmed that no further information regarding the case can be retrieved; therefore, no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to loosening of glenoid components. Previous surgery is unknown, as well as complete information on original implant. During revision, the surgeon removed the retentive liner +6mm (pn 1360.54.821) and reverse humeral body short (pn 1352.15.005). After that, the glenoid components were removed: surgeon easily pulled out the baseplate with screws, connector (pn 1374.15.324) and 40mm eccentrical glenosphere (pn 1376.09.041). Reportedly, there was little to no fixation. To re-establish proper shoulder functionality, a depuy baseplate and 40mm eccentric glenosphere were used on the glenoid side, while on the humeral part a lima humeral reverse body (pn 1352.15.010), extension for humeral reverse body (pn 1352.15.001) and a +6mm retentive liner (pn 1361.50.820) were implanted. Surgery was completed as intended. The patient is male, date of birth (B)(6) 1953. The event occurred in the united states.